Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist restarted the cubex application to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device. The serial number, UDI and manufacturer's details were kept blank since the given asset information was found to be generic medbank.

Event description:
It was reported by the customer that a pyxis medbank system had a display failure. The customer reported that the screen froze when trying to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.